Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that implant movement and perforation occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Approximately one month post implant, the closure device flipped and perforated the patient's heart. The patient was then treated at a hospital. No further information was provided.

Manufacturer narrative:
D6a: implant date- estimated as (B)(6) 2023 as the original allegation notes that the patient received the device in october.